Manufacturer narrative:
Insulin pump unable to prime during the prime test due to cracked end cap. No compromised force sensor alarm. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the insulin pump alarmed compromised force sensor during prime and it restarted. The insulin pump was not bumped or dropped. The drive support cap is normal. Blood glucose value is unknown. Nothing further reported.